Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." Device not returned.

Event description:
It was reported the pump battery depleted and shutdown due to customer not charging the pump. Subsequently, the customer's blood glucose elevated; exact value not provided. The customer was taken to the hospital and was treated with an insulin infusion and correction bolus via insulin pen. The customer did not have any permanent damage. Multiple attempts were made by technical support to obtain discharge date; however, the customer did not respond.